Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 the following findings: during investigation, the pump was returned with a cracked battery compartment and stripped battery cap threads . The returned cap was unable to secure resulting in rebooting. A test battery cap was able to tighten and secure in-order to maintain power connection. All above testing was performed with test cap. The power loss or reboot was not duplicated during investigation with test cap. Dim/pink screen observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On 16-feb-2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap threads were stripped. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.